Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incorrect 4.0 cm cuff size. The surgeon decided that the 6.0 cm cuff was a better fit for the patient. The surgeon remeasured to determine the appropriate cuff size. A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon was implanted.